Event description:
The report indicated that the customer was experiencing "skin reactions" to the pod adhesive (though specific symptoms were not provided). If the pod is left on for longer than 48 hours, his skin "becomes extremely irritated." To treat the irritation, the customer had been using a "white powder" and was using medical tape to "cover part of the pod;" despite this, the irritation persisted. As a result, the customer will be seeing a pediatric dermatologist for treatment. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval. Unable to confirm any product malfunction. It is known and understood that customers can experience varying degrees of reactivity to the pod adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a healthcare provider, and treat the infection according to the healthcare provider's instructions. The customer will be seeking medical attention in order to treat his skin condition.